Event description:
Burst of the tyshak ii catheter in a pre-implanted stent. Difficult extraction due to the adhesion of the wire to the inner lumen. Small remnant balloon matrix left sub-cutis.

Manufacturer narrative:
The catheter involved was evaluated visually. Many of the parts of the catheter were not sent back for the eval, so investigation was very limited. Another catheter with the same specs was pulled from quarantine and tested for rbp. The labeled rbp is 2 atm for this device. During testing it did not burst until 3.5 atm and it was a clean longitudinal burst. In the incident report it stated that the catheter burst in a pre-implanted stent. The instructions for use that is sent with this catheter has a specific warning that "this catheter is not intended for use with a stent."